Manufacturer narrative:
Updated section h6 (type of investigation). Despite due diligent attempts to receive further information regarding this event or the associated device to be returned for evaluation, no additional information was received from the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusion).

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received.

Event description:
As reported, in some cases in the past, during use in patients with this ev1000 flotrac cable, the central venous pressure (cvp) was 0 or way higher than the normal range. No further information was available. There was no allegation of patient injury. Follow up started for device return.